Manufacturer narrative:
One device was received for evaluation for the complaint that a pump had an event of invalid syringe size that occurred during programing. The review of event log found invalid syringe size alarm from alarm history. There was no 12-month service history during the review. The visual and functional testing was performed. The reported problem was not duplicated. The problem is caused by defective syringe size sensor.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. E1. Initial reporter phone (with extension) (B)(6). Additional contact information. (B)(6).

Event description:
It was reported that a medfusion 4000 infusion pump had an event of invalid syringe size that occurred during programing. There was no patient involvement and no patient harm / adverse event reported.